Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the lead was explanted and replaced to address the issue.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. An abbott representative was able to program the patient with the remaining leads for effective therapy.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.